Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2017-29147. During a remote follow-up, the device showed an attempt to deliver therapy several times but the therapy was not delivered due to an internal short circuit. The high voltage lead impedance (hvli) for the right ventricular lead was also low. The patient was admitted and the system was explanted and replaced and the patient was stable.

Event description:
During a remote follow-up, the device showed an attempt to deliver therapy several times but the therapy was not delivered due to an internal short circuit. The high voltage lead impedance (hvli) for the right ventricular lead was also low. The patient was admitted and the device was explanted and replaced and the lead was capped and replaced. The patient was stable following the procedure.